Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that that since they started using the dash their blood glucose levels have been low. The patient stated that they had a seizure at 2:00 am on april the 11th 2021. They called the paramedics. The patient stated that they did not think this was a pod malfunction but they were wearing the pod at the time of the seizure. The pod was being worn for more than 48 hours on the arm. The patient stated that they were treated by their husband with a glucose shot and then by the medical staff with a drink.